Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed an unknown compressor error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a damaged fresh gas/emergency air intake disk filter . The device was recertified and returned to the customer. Reports of this nature are typically not considered to meet our requirements for submission based on intended use of the device. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed a "fresh gas intake fault-3031" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.